Event description:
Additional information received from the manufacturer representative reported that the patient had reprogramming after the revision of the lead and had an excellent outcome. The healthcare professional placed the lead in a much better way for the improved recruitment and the patient was very happy with the improvement.

Manufacturer narrative:
Concomitant medical products: product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3986a60, lot# n379669, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The manufacturer representative reported the patient is scheduled for a revision because the stimulation is in the wrong location. The patient experienced a loss of therapy. The patient's relevant medical history includes non-malignant pain and rsd/causalgia-complex regional pain syndrome. A follow-up report will be sent should additional information be received.